Event description:
It was reported that during an implant attempt the lead was damaged. The lead was severed at the suture sleeve. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the lead appeared to have been damaged at implant and the lead was stretched.